Event description:
On (B)(6) 2009, this pt underwent endovascular repair of a contained rupture of a thoracic aneurysm using gore tag thoracic endoprosthesis. The pre-operative aneurysm size was 81mm. It was reported that during the procedure, the physician performed coil embolization of the left subclavian artery and the implantation of a bare metal stent in the left common carotid artery. Three tag devices were implanted. During touch-up ballooning of the most proximal device, the device moved distally 10mm. Angiography showed a proximal type 1 endoleak. The physician determined to monitor the pt. The pt tolerated the procedure. On (B)(6) 2009, the proximal type 1 endoleak was seen at the one-month follow up, and the aneurysm had enlarged to 90mm. On (B)(6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat the proximal type 1 endoleak. However, the endoleak remained. The physician decided to monitor the pt. The pt tolerated the procedure. On (B)(6) 2009, the proximal type 1 endoleak was again seen at the six month follow up, and the aneurysm measured 79mm. On (B)(6) 2009, the pt developed pneumonia. The pt expired on (B)(6) 2009. The physician commented that the pneumonia was not related to the tag devices or the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.